Manufacturer narrative:
Examination of the valve determined that biological debris within the device likely caused the difficulty experienced by the customer. This biological debris was dislodged during flow testing of the returned valve. After dislodging, the valve passed the pressure tests. The root cause of the programming problems reported by the customer could not be duplicated in the laboratory setting. The device programmed without difficulty. It might be possible that when the device was irrigated debris was flushed away allowing for proper programming. This however, could not be confirmed. Review of the device history record confirmed, the valve met specifications when released to stock. At this time, the complaint is considered to be closed.

Event description:
Affiliate reported that it was found that the ventricles of the pt's brain became enlarged. The doctor was unsuccessful in changing the pressure. As a result, the device was revised.